Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that pump had no motor movement error. Customer's blood glucose level was 192 mg/dl at the time of incident. It also reported that the customer was not able to rewind the pump. Customer was advised that the pump need to be replaced and discontinue the use of pump and revert to the back up plan. Customer will return insulin pump for analysis.

Manufacturer narrative:
Pump error 38 alarm during the rewind test due to corroded motor home switch. Unable to verify pump error 43 alarm, lost sensor alarm, lost sensor signal alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.